Manufacturer narrative:
Correction - contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported that seventeen wafers from two market units with the same lot number had an off-centered starter hole. The product was used by end user. The end user experienced red, sore skin caused by changing more often. He believed that the off-centered opening contributed to decrease in wear time. His prior wear time was 3-4 days and currently, it was 1-2 days. He self-treated with ostomy powder and barrier wipes as needed. The end user continued to use the product. No photo is available at this time.

Manufacturer narrative:
This complaint has been reported as type 2. No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 0j02115 was manufactured on 09/25/2020 in the ats#2 manufacturing line, with a total of (B)(4) mkus. On 09/sep/2021 a batch record review was performed, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1703895 and manufacturing order (B)(4). The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. Therefore, no discrepancy related to this issue were found within the documentation. On 09/sep/2021, a complaint search for lot 0j02115 and malfunction code ost-pmc1.18 / ost-pmc01.18 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case is considered an isolated incident. As per complaint manufacturing investigation procedure (B)(4), version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend is identified (therefore, considered an isolated incident). No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, (B)(4). FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.